Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 18-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication was not available. A technical support specialist remoted into the machine and asked the user to recreate the issue and observed that the medication was not available to be issued, checked in medbank myqlink (mql) and found that both medications were not assigned to the cabinet. The tss informed the user, and user confirmed to notify pharmacy to correct the assignment. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower user attempted to issue meropenem 1 g vial for patient (B)(6), but the system did not provide an option to select the medication. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.